Event description:
A (B)(6) female underwent insertion of icc for pneumothorax. The introducer was left in situ and was connected to a drainage bag. This (introducer to drainage bag) fell out, leaving the iss in situ and exposed to air. Part of the device remained inside the pt and had to be removed. The pt required an additional procedure to remove the portion of the device that remained in situ. No adverse effects to the pt were reported due to this occurrence. Additional information requested but not provided at this time. ((B)(6) 2013).

Manufacturer narrative:
(B)(4). Event is still under investigation.